Event description:
The hcp reported the patient had an MRI and 14 hours later, presented with vomiting and feeling very poor. The pump alarm was sounding. The hcp reported a "pump memory error occurring with infusion mode as stopped pump for 14 hour duration." The hcp programmed a therapeutic bolus for the patient and reentered the infusion mode data.